Event description:
This instrument, a component of the trigen intramedullary nailing system, has been used during surgical procedure on 16 pts since 2011. It was discovered that the instrument could be dismantled further than previously know for more extensive cleaning.